Manufacturer narrative:
A service technician has been on site for troubleshooting. A supplemental medwatch will be provided when the investigation has been finalized. (B)(4).

Event description:
It was reported that the compressor was leaking air when turned on. There was no patient involvement. (B)(4).